Event description:
Echelon flex¿ 35mm powered vascular stapler failed to fire and did not release the jaws. Another stapler of the same model was used and also failed to fire and not able to release jaws. The surgical team used a stapler from a different company to achieve the expected medical procedure without any further incident.